Event description:
Customer reported that she dropped the insulin pump and cracked at the reservoir window and alarmed button error. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Unit had loose/protruded drive support disk, missing end cap sticker and cracked battery tube threads noted during visual inspection.